Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via telephone call that the customer was hospitalized due to low blood glucose. The customer had been unresponsive, sweaty, pale and confused, and the caller took him to the emergency room. The customer was treated with intravenous fluids. He was wearing the insulin pump at the time of the event and the blood glucose was brought up to 160 mg/dl while at the hospital. The customer had received lost sensor alarms and was unsure of what caused the low blood glucose. The transmitter was not returned or replaced.